Event description:
It was reported that this device was exhibiting premature battery depletion. The battery has been gradually decreasing over the past 3 years. During the most recent follow-up visit, a decrease of approximately 6.5 years in the battery's longevity was observed. A copy of device memory was saved and submitted to technical services (ts) for analysis. A ts consultant discussed that the power consumption of this device has been increasing in a gradual fashion, and device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery has been gradually decreasing over the past 3 years. During the most recent follow-up visit, a decrease of approximately 6.5 years in the battery's longevity was observed. A copy of device memory was saved and submitted to technical services (ts) for analysis. A ts consultant discussed that the power consumption of this device has been increasing in a gradual fashion, and device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced by a competitor product. No additional adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery has been gradually decreasing over the past 3 years. During the most recent follow-up visit, a decrease of approximately 6.5 years in the battery's longevity was observed. A copy of device memory was saved and submitted to technical services (ts) for analysis. A ts consultant discussed that the power consumption of this device has been increasing in a gradual fashion, and device replacement was recommended. Additional information was received which indicated that, this pacemaker was explanted and replaced by a competitor product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.